Event description:
It was reported the system alarmed "instrument/handpieced=" and the handpiece was replaced and the error still occurred. The disposable was replaced and the error went away. The case was completed with no patient consequence.